Manufacturer narrative:
One cadd solis vip pump was received with a damaged lens. The event history log was reviewed and there was evidence of an error code. Power up and functional tests were conducted. The reported error 46876 was unable to be duplicated. The cause of the issue was unable to be determined. The main printed circuit board (pcb) was replaced as a preventative measure.

Event description:
Information was received indicating that during preventive maintenance a smiths medical cadd solis vip pump exhibited "error 46876". No patient was involved in this event. No adverse effects were reported.